Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the display screen was scratched and had slight rainbow effect on it in sunlight. The customer also stated that, the insulin pump was died without giving low battery warning and also had no delivery alarms and battery life was diminished. The blood glucose was unknown at the time of the incident. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window. Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device received with normal operating currents. No blank display and unexpected battery power loss noted. No excessive no delivery alarm noted during the testing. No low reservoir alarm noted during the testing.